Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/61 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "single-brand dual-chamber discriminators to prevent inappropriate shocks in patients implanted with prophylactic implantable cardioverter defibrillators". Journal of interventional cardiac electrophysiology. 2019; 54(3):267-275. Doi.org/10.1007/s10840-018-0494-0. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding single and dual chamber implantable cardioverter defibrillators (icds). It was reported that the patients within the study received inappropriate shocks due to multiple causes such as atrial fibrillation (af) with rapid ventricular response (rvr), noise, supra ventricular tachycardia (svt), t-wave oversensing (twos), and sinus tachycardia. It was indicated that reprogramming was not tracked, but may have occurred in some of the inappropriate shock cases. The devices remain in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.